Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 420mg/dl or something which was high on first occurrence. Customer states that high blood glucose at second occurrence was 367mg/dl. Customer also reported that sensor having issue of change sensor and calibration not accepted. Troubleshoot was declined. Sensor will be return for analysis.